Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - unknown date in 2007. Date explanted - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right knee revision procedure due to alleged unspecified defects with the implants. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.